Event description:
It was reported that the device exhibited intermittent capture, a high capture threshold, and a low sensing threshold. The patient was transferred to another hospital and the device was explanted.